Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarms, and the device squirting out insulin. The customer's blood glucose level at the time of incident was unknown. The customer states they are stuck in the rewind process. The customer was advised that the device would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime due to faulty force sensor. The insulin pump was received with scratches on display window, cracked case on the display window corner, cracked battery tube threads and cracked reservoir tube lip.